Event description:
The lead was implanted on (B)(6) 2012. And explanted on (B)(6) 2012. Explanted 4076 lead was temporary via right ij. The procedure took place at (B)(6). The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).